Event description:
It was reported that the iab was inserted using a sheath into the femoral artery. After two days of use, the pump experienced a helium leak alarm. After six days of use with the pump alarming, the pump was exchanged, and the iab was used until therapy was completed. There were no patient complications.